Event description:
Pt underwent procedure in 2006 implanting cable plate with three (3) stainless steel cables for fixation of fracture distal to existing total hip prosthesis. Plate was found bent and revision procedure was performed in 2007 to replace component.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type event can occur. There have been no trends identified related to this type of event. The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Review of radiographs indicate implant was bent to fit femoral contour during implantation. Evaluation of device found evidence that failure mode was due to bending overload.